Event description:
Customer reported the insulin pump alarmed motor error during prime. Customer's blood glucose level was 278 mg/dl. Customer does not recall any previous significant event that may have caused the device to alarm. The device was not exposed to MRI. Alarm was cleared. Customer was advised to disconnect from the device. Customer does not use the sensor feature. Customer was able to complete the rewind sequence. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
The insulin pump was unable to prime unit during prime/a33 test due to faulty force sensor resistor. No motor error alarms were noted and the motor was tested outside the device and passed. The insulin pump passed basic occlusion and displacement tests. Unable to perform excessive no delivery test due to prime anomaly. The insulin pump was received with minor scratches on lcd window and cracked battery tube threads.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.